Event description:
It was reported the patient received multiple inappropriate shocks due to a fracture on the right ventricular (rv) lead. The lead exhibited noise and insulation damage was noted. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).